Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned icy catheter (lot #195047). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, which confirmed the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot #195047.

Event description:
Ivtm therapy was initiated for a post-resuscitation patient using an icy catheter (lot #195047). The catheter insertion into the patient's right femoral vein was smooth and without issues. At the start of ivtm therapy, the patient's temperature was 35.7°c, and the target temperature was 33°c at an max rate. The customer noted an empty saline bag during the therapy, and the thermogard xp ivtm system generated an air trap warning alarm. No leaked fluids were noted around the thermogard system or on the patient's bed. The customer suspected a catheter leak and was replaced to continue the ivtm therapy using the same thermogard system. The temperature at the time of the leak was 33°c, and the dwell time of the catheter was 12 hours. No patient injury was reported.